Manufacturer narrative:
MFR received date: 16 sep 2019. Repair information was confirmed. Although requested, patient information was not disclosed. The customer reported that replacing the flow sensor assembly resolved the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 30 jan 2020. The gas delivery system (gds) was received for failure evaluation. It was noted that the data acquisition printed circuit board assembly (da pcba) and oxygen solenoid valve had been disassembled from the gds and was not returned with the gds assembly. Visual inspection of the customer returned gds revealed no signs of damage or contamination. The failure investigation test da pcba and oxygen solenoid valve were installed to the customer returned gds. The gds was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed that a component failure (u1) on the air flow sensor pcba created the low leak-carbon dioxide rebreathing risk error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/11/2019.

Event description:
The customer reported the carbon dioxide rebreathing alarm. During servicing, the customer reported the unit was failing the air flow accuracy test. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.